Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that during the first post implant follow-up, this right ventricular lead was confirmed dislodged. Measurements of high thresholds, contributing to loss of capture, were exhibited. The physician elected to surgically intervene and reposition the lead however, the helix failed to function as intended and the lead was removed following multiple rotations attempts. Another lead was successfully placed and the explant lead is expected to be returned for analysis. No resulting adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the lead was returned in two segments: helix was retracted. Resistance testing was completed on both segments and found the lead was not electrically continuous with the proximal segment. Detailed analysis confirmed that the cathode coil was fractured and deformed at distal end of terminal pin within the proximal segment; however, no anomalies were observed on the distal tip segment. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.